Event description:
The customer reported the system displays a cine disk error and the cine function is unavailable. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.